Event description:
It was reported that the catheter was functioning poorly and the physician requested the radiologist to evaluate it for possible stripping. Injection of both ports showed fibrin sheaths. During stripping the blue lumen fractured and the fragment was removed by the radiologist.